Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported the sys failed to boot us. There are no reports of pt injury or death associated with this event.